Event description:
Reportedly, during pt use an 'o2 sensor error' occurred. It could not solved by o2 sensor calibration. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).